Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), (B)(6), (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was traveling and had a gradual return of their symptoms. The symptoms had especially gotten worse over the past week (but subsequently stated they had returned longer ago) and the patient did not feel the stimulation like they used to. The patient had turned the stimulation up several times but it had not helped and wanted to change programs. The patient also reported they had been reprogrammed ¿a few months ago¿ (late 2017 or early 2018) by the manufacturer¿s representative who found 2 of the ¿wires¿ (lead contacts) were not working using the clinician programmer (not via imaging). Using the programmer, it was determined the patient was on program 3 at a setting of 0.6 volts and that the stimulation was on. The patient did not know which program they had used last. When the patient toggled between programs it was determined program 4 was at 0.0 volts. It was reviewed that this was not likely the last program used. The patient thought they may have been using program 2 when they last went in for reprogramming (due to lack of symptom control). The patient was then assisted in changing to program 1 and the amplitude was adjusted down to 0.8 volts where they felt the stimulation comfortably in the target area. The patient was going to follow up with their healthcare professional (hcp) if the change did not relieve their symptoms. There were no further complications reported or anticipated.